Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue of electric shock. An external/internal inspection was performed and the device passed. The device powered up with no issues and the device¿s power cord was inspected with nothing found. Electrical testing on the device was performed measuring ac voltage and resistance. A focused power section inspection identified no problems. There was no exposed metal observed on the heater pan and no loose hardware found. All signals and power showed that there were no instabilities or other issues, with all power cycles being successful. There was nothing found with the digital board for intermittent operation. The device passed all rite (returned instrument test evaluation) testing. The reported problem could not be confirmed and the device was found to have met the product specifications related to the reported event. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of electric shock. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient got a shock from the homechoice (hc) device as they were loading the cassette in during the set up. The patient was not connected at the time of the reported event and the door of the hc was open. The patient reported feeling a jolt or pressure, but they clarified that they were not touching any metal parts of the hc. The patient stated that there was a discharge through the occluder bar, which was still going through, even at the time of the report. The technical service representative (tsr) advised the patient to use manual supplies and arranged to swap the hc. The patient was to use manual supplies until the new hc arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.